Event description:
Few days after the activation, the pt started to report hearing a very strong noise (buzzing & whistling noise) with or without wearing his audio processor when he was bending down or while pressing the skin in the region of the implant body. He also reports to hear this same whistling/buzzing noise (less strong) when chewing or yawning. The auditory benefit was otherwise good. A CT scan was performed and didn't show anything in particular. The surgeon decided to re-implant the pt.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, and considering the fact that the reported problems were present also without the audio processor, it must be assumed that the device was explanted most likely due to a device unrelated clinical issue. However, the latter cannot be determined as the reported problems seem to have solved after re-implantation. This is a final report.

Event description:
Few days after the activation of the implant, the patient started to report hearing a very strong noise (buzzing _ whistling noise) both with or without wearing his audio processor when he was bending down or while pressing the skin in the region of the implant body. He also reports hearing this same whistling / buzzing noise (less strong) when chewing or yawning. The auditory benefit was otherwise good. A CT scan was performed and didn't show anything in particular. The surgeon, decided to re-implant the patient.

Manufacturer narrative:
UDI# (B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.